Manufacturer narrative:
Continuation of d10: product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2026 product type extension product ID 3389s-28 lot# va0b4f5 implanted: (B)(6) 2013: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(6), ubd: 09-mar-2013, UDI#: (B)(4); product ID: 3389s-28, serial/lot #: (B)(6), ubd: 04-jun-2016, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) scheduled for routine battery change (eri) for left implant. Noticed lump on neck and swelling at implantable neurostimulator (ins) site. There was a concern for infection, cultures were taken and the left system was explanted. Manufacturer representative (rep) indicates the issue was resolved.